Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: primary osteoporosis type of fracture: intravertebral clefts levels implanted: l3. It was reported that intra-op, the balloon broke while expanding and the contrast medium leaked into the vertebral body. The contrast media leaked about 1 cc. The inside of the vertebral body was washed and sucked by catheter. It was confirmed by image that there was no contrast media remained in the patient. No patient complications were reported.